Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer reports were not duplicated or confirmed after extensive testing. Review of device log did show occurrences consistent with the customeer report but we were unsuccessfull in confirming anything similar at zoll. The multifunction cable and device mfc receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "ECG fault" message and it restarts/reboot by itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.